Event description:
Fractured-off catheter segment measuring 8.8 mm long. The fracture was located at the tip of the catheter lock and exhibited a slightly ellipticized cross section. The fracture surface was somewhat rough toward the bottom of the port, assuming that the catheter lock and catheter had not been rotated during or subsequent to explant.